Event description:
The customer contacted philips healthcare to report that the external paddles and paddle plates are rusted. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the external paddles and paddle plates are rusted. There was no patient involvement.